Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a calibration error alarm and low predict alarm. Customer also reported to have experienced sensor glucose versus blood glucose differences. Customer reported that sensor glucose was 67 and blood glucose was 177 mg/dl. Customer's blood glucose was fluctuating between 40 mg/dl and 400 mg/dl. Customer declined troubleshooting. Sensors would be replaced.